Manufacturer narrative:
On (B)(6) 2019, mentor became aware of the following: - patient date of birth: updated as "(B)(6) 1971" in section a. - procedure: "breast augmentation primary". - date of event updated to (B)(6) 2014. - patient age at time of event': added "43 years" under section a. - race and ethnicity was updated to "white" and "non-hispanic/latino" - lot number': added "6761597"; updated under section d. - serial number: updated to (B)(4) for left side and (B)(4) for right side. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. This report is for the patient¿s right-sided device. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: as of now there is no information regarding the explant or reoperation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported via medwatch number: mw5088335 that a female patient with unknown age, sex, and race underwent unspecified breast surgery with 350cc mentor memorygel breast implant and was presented with bilateral pneumonia, sepsis, severe depression, anxiety, fatigue, tinnitus, blurred vision, tachycardia, svt, cardiac ablation, severe back, joint pain, sharp pain in breasts, and fibromyalgia. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This report is for one of the two effected sides with known lot number.